Event description:
7/8/94, unit was being used on a pt. Unit began smoking, then shut down. The unit was removed from svc and sent to MFR on 8/9/95. Unit was repaired under warranty and returned to svc on 8/20/95. MFR did not tell rptr what was done to repair the unit. 11/15/95, unit was being used on pt. As happened on previous problem, unit began to smoke, then shut down. It was removed from svc. This unit is inoperable, the exact problem is not known. It is unsafe for use and will not be returned for use even if repaired by the MFR. The MFR will not allow rptr to access any svc or technical data. Equipment has proven to be of poor quality.